Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, damaged to the o2 port connector was observed. The device's o2 port connector was replaced to address the issue. There was no repair made to the device, and it will be scrapped.